Manufacturer narrative:
There was no contact information included on the maude event report; therefore requests for additional information cannot be made at this time. A lot number was not provided therefore a review of the manufacturing records cannot be conducted. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient¿s reported post implant pain. Should the patient contact davol and additional information is provided, a supplemental MDR will be provided. Remains implanted.

Event description:
The following was reported via maude event report (mw5070931): "had pain in abdomen went in for laparoscopic surgery and dr. Found a spigelian hernia used a 3 inch round composix mesh (kugel patch) with stay sutures fixed to the abdominal wall using a puncture closure device and tacking staples. Ever since the surgery I have had abdominal pain but it is a different kind of pain. I have seen another surgeon about it. He said mesh cannot be removed but could do laparoscopic surgery again. He can possibly reposition the tacks. I have been miserable since surgery.